Event description:
I have a crt-d. I have been experiencing heart rate slow down and afib runs after using a philips bipap mask with strong magnets. Please tell me if I should quit using the mask but I have no other mask. FDA safety report ID # (B)(4).